Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-01463. It was reported (B)(6) during the patient's planned ipg placement after the trial procedure ended, the physician noted an open suture at the lead-extension site. There were no signs of infection or exudate at the site, and neither did the patient allege any symptoms. The lead and extension were explanted and replaced. Stimulation was restored after the procedure.